Event description:
The complainant had a impella rp flex being prepped to support a patient a right heart failure post-right ventricular assist device patient. The rp flex had an optical signal loss and so troubleshooting was performed. Even automated impella controller swapping did not resolve issue and so the rp itself was exchanged. There was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The data logs were reviewed and right after plugging the pump in, placement signal not reliable (psnr) alarms are triggered. The snr was 0, gain was 2.5, light was around 2, and contrast was 10. The logs were not returned so calibration of the sensor could not be checked. The product was returned and the laser continuity test showed light exiting the sensor face. The light was very faint. The 5s parameters were taken and they were not within specification. The sensor was imaged under the keyence and there was material on the sensor face. The pump was soaked in water and then the sensor was imaged again but the material remained. This material on the sensor face, likely damaged it. The root cause of the optical signal issue is due to a damaged sensor due to material on the sensor face, but the material/cause of the material in unknown.